Event description:
Morbidly obese patient was implanted with matristem surgical matrix psmx as an adhesion barrier between the liver and stomach during a laparoscopic gastric sleeve procedure on (B)(6) 2012. At approximately one week post-op, the physician noted that fluid had accumulated in the abdomen and according to the sales rep, ¿the liver started to contract¿. The patient was taken back to surgery to evacuate fluid.

Manufacturer narrative:
Acell has spoken to surgeon and reviewed relevant medical records. Based on its review, acell is not aware of any clinical or pathological evidence indicating its product was related to the adverse event. This MDR is being submitted out of an abundance of caution. Device was used in an off label procedure. The safety and effectiveness of the use of the device as an adhesion barrier have not been demonstrated and there is no FDA approval for this application. Acell is in the process of continuing its complaint investigation.